Manufacturer narrative:
Occupation: occupation is lay user/patient. Device evaluated by MFR: the customer has no strips left to return.

Event description:
The initial reporter complained of an erroneous inr result with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The date of event is an approximation. The customer stated it was "within the last year." The customer thinks the meter result was approximately 2.3 inr and the result from the laboratory within 7 hours was 1.7 inr. The result from the laboratory was believed to be correct. The customer's medication was adjusted based on the laboratory result. The customer's therapeutic range is 2.0 - 2.5 inr. There was no allegation that an adverse event occurred. The customer does not have anemia or polycythemia, is not on heparin or other direct thrombin inhibitors and does not have anti-phospholipid antibodies or lupus. There has been no change in the customer's coumadin dose, no new medications and no changes in diet. The meter and test strips were requested for investigation, however, the customer didn't know which strips were used at the time of the event and there are none left to return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.